Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. A third party field service representative evaluated the device and recalibrated o2 pressure.

Event description:
The customer reported low o2 alarm issue on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.